Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired fine on the initial firing. The second firing the clip scissored. The scissored clip was removed. The device was fired again and it locked out. A new device was used to complete the procedure. No patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in closed position. Upon evaluation of the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. However, it could not be determined what may have caused the reported malformed clips. No incident related to the reported event was observed during the batch record review.